Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) read as high, however, a specific value was not provided. Customer addressed high bg with a correction bolus via the pump. Customer cleared the alarm and resumed insulin therapy.